Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 29, 2018.   (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The actual sample was visually inspected upon receipt with no anomalies noted anywhere on the device. The sample was built into a saline and set up on a sarns drive motor. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for an hour for a maximum of 2400 rpm. No sound anomalies or abnormalities with the functionality were observed during the test. A retention sample from the same product code/lot number was obtained and tested the same way, no sound anomalies noted. The noise was not able to be replicated on the complaint sample ; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of investigation. Conclusions: conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime,a squeaking noise was heard from the centrifugal pump. There was no patient involvement as this occurred during prime. Product was changed out. The procedure was completed successfully.